Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the newly implanted patient experienced nausea and vomiting as well as tingling/paresthesia in the stomach level of the thoracic spine. The patient was not supposed to be feeling paresthesia in that area. It was determined that the initial symptoms of nausea and vomiting were due to significant lead migration following his perm procedure with the programming running too strong. When the system was turned off, the symptoms went away. The patient underwent a procedure wherein the lead position was revised and the leads were replaced. The physician also noted that the stitches appeared to be tight but stated that the lead easily slid, so clik anchors were used in place of the suture sleeves originally used. The patient was doing well postoperatively.